Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that customer experienced hypoglycemia with blood glucose level of 50 mg/dl. Customer stated that insulin pump had rejected new batteries, had once lost date and time settings and also the insulin pump did not alarm. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.